Manufacturer narrative:
The reported event of high lead impedance was not confirmed but helix failure to extend was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The helix was noted retracted and clogged with blood. After cleaning the helix and applying gray clip-on tool to the connector pin, the helix could be extended and retracted. The reported event of helix failure to extend was isolated to the helix being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, there was difficulty extending the helix of the atrial lead. High pacing impedance was observed on the atrial lead. A different atrial lead was implanted to resolve the event. The patient was stable and there were no adverse consequences.